Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during preparation for implant, it was noted that air kept getting into the system. The tubing was cut shorter just in case there was a break near top of black tubing; but it kept getting air in system. Another device was selected and implanted.

Event description:
According to the available information, during preparation for implant, it was noted that air kept getting into the system. The tubing was cut shorter just in case there was a break near top of black tubing; but it kept getting air in system. Another device was selected and implanted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated that the device had air in the system, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.